Event description:
Pt seen in physician's office for routine interrogation of ICD. Physician noted rapid unexpected battery depletion at that time. Device was implanted (B)(6) 2010, with battery life expectancy of five -5- years. Replacement of generator performed on (B)(6) 2012.